Manufacturer narrative:
Examination confirmed the reported fracture. The root cause is attributed to misuse of the instrument. In addition, the product reveals evidence of heavy usage and a near wear out condition. A search of the complaint database did not reveal any other reports against the product code. Based on the investigation findings, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
During surgery, while removing the trial it sheared off at the calcar junction. The surgery was delayed approximately 20 minutes.